Event description:
On (B)(6) 2008, I underwent a right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 300 acetabular cup size 58 mm, with a 40 mm x 58 mm pinnacle metal insert, the femoral stem was an aml small stem size 13.5, and the femoral head was 40 mm +1.5. Soon after surgery, I began experiencing pain and difficulty with my implant. In the year following my implant, I experienced six dislocations. On (B)(6) 2009, I underwent a revision right total hip arthroplasty. I received a depuy hip system consisting of a pinnacle 100 acetabular cup size 58 mm, with a 40 mm x 58 mm pinnacle metal insert, and the femoral head was 40 mm. Since the implantation of the pinnacle device, I have experienced inflammation in my right thigh and right hip area. I've also felt extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: right hip osteoarthritis; recurrent instability, right total hip.